Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the patient did not need the device anymore. However, the procedure was cancelled, and the patient will be keeping the device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316 serial #: (B)(4), description: next generation anchor kit-sterile.